Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked out of the patient line of an amia automated pd cycler set. This event occurred during patient setup. The patient ended the setup and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.